Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory the cause of the bvvi was a power on reset (por). The cause of the por and the damaged output stage transistor was hv delivery into a low impedance load. The cause of the low impedance load remains undetermined. The device was tested on the bench and a damaged output stage transistor was found.

Event description:
The implantable cardioverter defibrillator was explanted due to an unrelated event.

Event description:
It was reported that an asymptomatic patient presented post unrelated to the device surgery in backup vvi. Message "download failed" was received. After uploading a different software version, the download was performed successfully. The device interrogated and battery data was written back on the device. The patient was stable thought.